Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove after clip deployment. In accordance with the instructions for use, the device was removed using the access ports. Hemostasis was achieved with the clip. After the device was removed, oozing was noted from the tissue tract and some manual compression was used. There was no reported adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the vessel locator wings were bent but intact with the adjoining barbed pusher body to nylon shaft joint. The other components of the device were in their proper positions for a clip-deployed device where the access port assisted removal technique was utilized. Bent locator wings are consistent with difficult to remove device complaints. A possible cause for the damaged wings may be the compaction of tissue between the deployed locator wings and the distal end of the device's deployed clip delivery tube. The compaction of the tissue bends the wings distally and can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment creating a difficult to remove condition. Based on the investigation's findings, the root cause for the reported event is related to the operational context in which the device was used. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.